Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02180. It was reported the one of the patient¿s leads has high impedances. Reprogramming was initially able to address the issue. It was later confirmed that the left lead has fractured. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The patient weight should have been (B)(6). Rather than (B)(6).

Event description:
Related manufacturer reference number: 3006705815-2019-02180. Additional information received indicated that surgical intervention was undertaken wherein the left lead was explanted and replaced. Reportedly, effective therapy was achieved post-operative.

Manufacturer narrative:
The report of high impedance was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. The fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Event description:
Related manufacturer reference number: 3006705815-2019-02180.